Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior a laparoscopic sleeve procedure, the circulator was going to open the device and noticed a hole in the packaging. The product was not used and a new package was opened. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) - tyvek hole caused by user root cause investigation: advanced hemostasis button was examined under a keyence microscope and the button did not appear to have sharp flash. Overstress drop test to recreate the failure ¿testing two bare sales units of (B)(4) devices (one su with tyvek up and one with tyvek down) at the following drop heights to attempt to recreate the failure. 50¿, 56¿, 60¿, 66¿, 72¿. The same sales units were dropped at each height until damage appeared, so the test was cumulative over 5 drops. Results: 50¿ ¿ no tyvek punctures; 56¿ - no tyvek punctures; 60¿ - no tyvek punctures; 66¿ - no tyvek punctures. 72¿ ¿ 1 puncture, tyvek down. No puncture, tyvek up. New su dropped at 72¿ w/tyvek down, no punctures. The failure was recreated by using a ¿raking¿ motion with tyvek down on the edge of a table. The damage was caused externally by a sliding or raking motion of the package over an object that pinched they tyvek between the button and the external object, causing a tear.

Manufacturer narrative:
(B)(4). Additional information: damaged tyvek the device with the serial number (B)(4) was returned with a hole at the upper left side of the tyvek at the hemostasis button location. During the visual inspection of the device, that the shaft of the device was loose from its intended position in the blister. In addition, the torque wrench was not fully seated. This caused that the advanced hemostasis button to damage the tyvek of the package during handling. No conclusion could be reach as to what may have caused the instrument to become loose from its intended position.